Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness. H6: health effect clinical code - movement disorder h6: health effect clinical code - speech disorder h6: health effect clinical code - stroke/cva h6: health effect clinical code - valvular insufficiency/ regurgitation.

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced an alert/notification issue which occurred on an unspecified day after sensor insertion into the arm. From (B)(6) 2025, the patient experienced consistent vomiting. The patient was also wearing an omnipod insulin pump. On (B)(6) 2025, the patient became unresponsive and unable to speak. This prompted a call to emergency medical services (ems), it was not specified who called. Once ems arrived, the patient¿s bg meter reading was found to be high and unreadable on the glucometer. It was reported that at some point during this event the patient was not alerted by her dexcom receiver to her hyperglycemic state (captured in this complaint). The patient went into cardiac arrest. She required 11 minutes of CPR and defibrillation. During this time, her brain was deprived of oxygen resulting in brain injury. The patient also suffered a stroke upon arrival to the hospital. Unspecified imaging showed left-sided brain damage, causing weaking of the right side of her body. The patient required a tracheostomy, feeding tube, and long-term oxygen (4-5 months). She was also treated with insulin. It was not mentioned how long the patient was in the hospital before being discharged. The patient¿s condition further worsened after having a second stroke on (B)(6) 2026. The patient currently resides in a nursing/rehabilitation facility and is fully dependent on care. She still suffers from neurological impairment, minimal movement, limited speech, confusion, and the inability to eat or drink. It was reported the exact cause for the patient¿s injuries remain uncertain but ¿may involve severe hyperglycemia, possible dka, or an issue with insulin delivery¿. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.